Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event was unable to confirmed as no device or images were received for visual and dimensional evaluation. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 912029; jgrknt 2.9mm #2 blue mb sngl ngle; lot# p10369. Report source: foreign: event occurred in (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05460. Product not returned.

Event description:
It was reported that patient was revised due to the pulled out anchors. Attempts have been made and additional information on the reported event is unavailable.